Manufacturer narrative:
All information reasonably known as of 23-may-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported during a nasogastric (ng) tube a left lung placement occurred. The patient had a recent lung transplant and was intubated but not sedated with an oral-gastric(og) tube additional information received 19-nov-2021 stated the patient already had chest tube in place, a bronchoscopy was performed to remove the cortrak ng tube. The incident occurred on (B)(6) 2021 at 10:02am and as (B)(6) 2021 at 11:00am no pneumothorax was reported. The patient remained intubated with the og tube. An abdominal 1 view x-ray was performed on (B)(6) 2021 at 11:45am. Per the 'findings' section of the x-ray report: the tip of the feeding tube is over the left lower lung. No pneumatosis. No pneumoperitoneum. No overt obstruction. Grossly unchanged lower chest. There was also a chest x-ray completed on (B)(6) 2021 at 12:00pm. That report was as follows: status post lung transplant. Corpak terminates in the left lower bronchus. Stable cardiomediastinal silhouette. Bibasilar atelectasis. No pneumothorax or pleural effusion. On (B)(6) 2021 at 12:35pm, another chest x-ray was performed stating: corpak is removed. No significant interval change. A bedside bronchoscopy was performed on (B)(6) 2021 and the procedure note stated the following: yellow colored njt [nasojejunal tube] noted to be passing alongside of the ett [endotracheal tube], in the trachea, across the left anastomosis and in to the lll [left lower lung]. Without any difficulty, we were able to remove the njt under bronchoscopic visualization. Anastomosis: intact (pre & post njt removal). No bleeding or trauma noted post removal. There were no new updates on the patient as of when the new information was received on 19-oct-2021. There was no significant interval change noted on (B)(6) post feeding tube removal.

Manufacturer narrative:
The device history record for the reported lot number, 1908010, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual complaint product was not returned for evaluation. All information reasonably known as of 09-nov-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).